Event description:
My father was having hernia in his abdomen and went for the surgery to fix it up and doctor suggested a mesh implant by ethicon physiomesh. He was treated for this in (B)(6) 2013 and after a year, the hernia recurred. He is having complications like bulging of the hernia and fever. We thought it is something different, but now after seeing the archives and information about the product on internet. I believe it's because of the mesh.